Event description:
It was reported that the ilet did not increase its battery charge while on the charger despite a green charger indicator, and the user continued operating the device until the battery reached a low level before contacting support; after plugging into a different outlet, charging resumed and the battery level increased, and an additional charger was provided. Symptoms included a low device battery state. Outcomes included no injury, no alarms, and restoration of charging with continued monitoring. Investigation included customer counseling, basic troubleshooting, and verification of function using an alternate power source. Investigation of this case revealed that the charger and device charging functioned when a different outlet was used, consistent with a charging performance issue likely related to the initial power source or charger. It was concluded, based on previously established findings for similar reports, that the cause was attributed to environmental or accessory-related charging conditions.